Manufacturer narrative:
Additional information: d.6. And h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen 45 gel stent was implanted in the left eye with a sub-tenons technique and they "had trouble viewing the xen in trab due to small bleed. Column blood noted around xen subconjunctival. Ia away. Post op pressure low 7 mmhg". The iop then "went up to 30mmhg. Small amount blood in ac still. Given diamox and iop reduced. Bleb is flat". The xen was noted as short in the anterior chamber so surgeon tried to revise xen, but the device broke so a new xen was implanted. This new procedure went well.

Manufacturer narrative:
Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. The reported events of high intraocular pressure, device migration, absence of bleb, and conjunctival hemorrhage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent was implanted in the left eye with a sub-tenons technique and they "had trouble viewing the xen in trab due to small bleed. Column blood noted around xen subconjunctival. Ia away. Post op pressure low 7 mmhg". The iop then "went up to 30mmhg. Small amount blood in ac still. Given diamox and iop reduced. Bleb is flat". The xen was noted as short in the anterior chamber so surgeon tried to revise xen, but the device broke so a new xen was implanted. This new procedure went well.